Manufacturer narrative:
The investigation is not yet complete. A follow-up report will be submitted when the evaluation is complete.

Event description:
Welch allyn became aware of a nurse assistant tripping over the power cord and had to have rotator cuff repair back in (B)(6) 2013 due to the fall. The nurse is back working and has no residual from the surgery or the fall.